Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: during investigation, the battery compartment was cracked at the top. Unrelated to the original complaint, a crack in the cover was found between the corner of the lens and the case seal. Additionally, the battery cap was damaged with the threads stripped. The battery cap was unable to be tightened to the battery cap of the test pump. A test cap was used for all steps.

Manufacturer narrative:
Follow up # 2 date of submission 12/09/2016 ¿ correction to serial number.